Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample did not present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The complaint was not confirmed due to sample was tested and no alarms were activated. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that the cassette filled with medication was placed on a pump to get infusion through a spinal cord catheter, but the cassette did not work. The consumer switched the reported cassette to several other pumps but the cassette still didn't work. The customer filled another cassette and the new cassette worked with the pump immediately. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07726 is no longer considered reportable, please disregard any MDR reports associated with it.